Manufacturer narrative:
Review of the device data indicates that the bleeding rate of the liver exceeded the capabilities of the recirculation pump. Device was serviced at the customer site. The gas inlet retaining ring was loose. The connection was secured. The recirculation pump was tested and found to be operational. The device subsequently passed all applicable testing.

Event description:
It was reported that during set up, it was noted that the gas inlet was loose. The possibility of using an alternative device was discussed but declined. During perfusion, it was reported that the soft-shell reservoir was completely empty with volume at the bottom of the bowl. One liter of albumin was added and recirculation return seemed slow. The surgeon subsequently noted a capsule tear and bleeding. The capsule tear resulted during the donor procurement. Surgifoam was used but there was still significant volume in the liver bowl. Reseating of the tubing showed rapid reservoir drop, indicating that the bleeding was still beyond the capacity of the recirculation pump. Following perfusion, the liver flushed poorly and was discarded.